Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered fluid leaks when removing the cassette from the cycler after ending two of the patient's pd treatment. (Dates unknown) the patient contact said the first time it dripped from the cycler when she removed the cassette but the inside of the cycler was not wet. The next time she could see some wetness but it was not dripping. It is unknown at which point in therapy the leaks may have begun. The cause of the leaks are unknown. Upon follow up, the pdrn confirmed the reported fluid leak events but could not confirm the dates. The pdrn stated that there has been one unknown alarm associated with the multiple leaks but could not confirm the date of the alarm. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on a replacement cycler without issue and without reoccurrence of the reported events. The pdrn confirmed that the cycler sets were discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered fluid leaks when removing the cassette from the cycler after ending two of the patient's pd treatment. (Dates unknown) the patient contact said the first time it dripped from the cycler when she removed the cassette but the inside of the cycler was not wet. The next time she could see some wetness but it was not dripping. It is unknown at which point in therapy the leaks may have begun. The cause of the leaks are unknown. Upon follow up, the pdrn confirmed the reported fluid leak events but could not confirm the dates. The pdrn stated that there has been one unknown alarm associated with the multiple leaks but could not confirm the date of the alarm. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on a replacement cycler without issue and without reoccurrence of the reported events. The pdrn confirmed that the cycler sets were discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.